Manufacturer narrative:
(B)(4). Upon follow up the physician clarified that peritonitis was not caused by a break in aseptic technique or trial procedure and stated it might be due to subject eating things that are not under the doctors guidance. It was also described as ¿might be subject's noncompliance¿. On an unreported date, the doctor retrained the subject about their diet. As the cause of the peritonitis event cannot be clinically confirmed, the previous assessment remains unchanged. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal ceftazidime (1 g/branch every night) and intraperitoneal cefazolin (1 g/branch every night) for peritonitis. On an unreported date the patient began treatment with an unspecified antibiotic and ¿lipid anti-coagulant therapy¿ given in ¿pd fluid¿. Nine days after the event onset, the ceftazidime and cefazolin were discontinued. Dianeal therapy remained ongoing. Sixteen days after the event onset, the patient was discharged from the hospital and the patient was deemed recovered that same day. No additional information is available.